Event description:
It was reported that the 9800 system made a loud popping noise during a case with a large pt. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank and snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.